Event description:
Valeritas rep called in with patient on the line and reported that the needle button released on its own on 5 v-go 40 devices. The v-go devices all came out of the same starter kit that was provided to the patient. The valeritas rep tried to press the needle button, but then needle button would not lock in to place.